Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing.

Event description:
Device 3 of 3. Reference MFR. Report#:1627487-2016- 03530, 1627487-2016-03899.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#:1627487-2016- 03530, 1627487-2016-03899. It was reported the patient has been without stimulation coverage since (B)(6) 2015 and has not recharged his ipg since that time. It was noted the patient was unable to establish communication between his ipg and charger. The sjm representative met with the patient and confirmed the ipg was not able to communicate with the patient's external devices. In addition, the patient's programmer reflected a communication issue. The patient's ipg is inoperable. Subsequently, the patient may undergo surgical intervention as the next course of action. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where her ipg was explanted and replaced. It was also reported during the procedure, the physician discovered one of the patient's two leads was "kinked/bent" and had migrated. As such, the lead was explanted and replaced. In addition, the patient's other lead did not reveal any anomalies. However, the physician electively explanted and replaced the lead as well. Please note: it unknown which one of the patient's 2 leads was kinked/bent and had migrated. Therefore, both are being added to this report as device 2 and device 3.